Event description:
Avid medical is the manufacturer of a custom procedure tray ((B)(4), lot# 1340776) that includes the following component: ndl, 25g x 1.5" rg bev blu hb, vendor part #303018 manufactured by becton dickinson and co. Avid medical received a complaint on (B)(6) 2019 originated by (B)(6) - special procedures lab, (B)(6) medical center stating that the needle broke in half while performing a hip injection procedure. The complained ndl, 25g x 1.5" rg bev blu hb part was not available for evaluation. Avid medical issued formal complaint # (B)(4) to the manufacturer becton dickinson and co (reg: (B)(4)) concerning the 303018, manufacturer lot# 8531998. Orthopedics examined the needle break and found the situation was not harmful to the patient and left the needle in place at that time. The needle portion was later removed by a different physician from another facility, these details are unknown. The patient had no adverse effects associated.